Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to get the screwdriver into the atrial setscrew of the implantable pulse generator (ipg) and the setscrew did not work after the atrial lead was placed in the connector port. The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.